Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 420 mg/dl. The customer¿s current blood glucose was 140 mg/dl. The customer was treated with insulin pump. Customer was alleging possible pump under delivery. The customer also reported low battery. Troubleshoot was performed for low battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No unexpected low battery alarm or weak battery alarm noted. Insulin pump had cracked case at display window corners, broken reservoir tube lip, missing reservoir tube o - ring, broken belt clip slot, minor scratched display window and stained end cap sticker.